Manufacturer narrative:
Age at time of event: 18 years or older. The device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01692. It was reported that a rotawire fracture occurred. A 1.25mm rotalink¿ plus and a rotawire were selected for use. During preparation, upon testing outside patient's body, it was noted that the rotawire broke at 60,000rpm. The procedure was completed with another of the same burr and rotawire. There were no patient complications reported and the patient's status was stable.